Event description:
A customer called beckman coulter regrding a discrepant urine test result from a patient. The patient was tested with the icon 25 hcg test kit and the result was negative (-). The customer indicated that the pateint used a home pregnancy test (brand unk) and obtained a positive (+) test result. The patient's urine specimen was not returned to beckman coulter for testing. Customer returned test kits exhibited the correct results when tested with controls by beckman coulter. Retained test kits passed all quality control specifications when tested by beckman coulter. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.